Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely that the insufficient angulation was due to normal wear and tear of the device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, angulation was locked and could not be disengaged due to damaged angle parts. In addition, the distal end was cracked due to handling and there was a leak from the body control unit due to loose parts. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The subject device was sent to an olympus service center for evaluation with no complaint. During inspection and testing, angulation was locked and could not be disengaged. There was no harm or user injury reported due to the event.